Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg became unable to communicate with programmers and patient does not have access to therapy. As a result, surgical intervention may be undertaken to address the issue.